Manufacturer narrative:
Information indicates that lead revision was planned. It is unclear if one or both implanted leads required revision; manufacturer reports were sent on both leads. Concomitant product: product ID 977a260, serial # (B)(4). Implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that the patient was having a lead revision on (B)(6) 2015 due to insufficient pain control. The event cause was unknown. Diagnostic testing or troubleshooting performed was unknown. The issue was not resolved at the initial time of report. There was no alleged product issue. If additional information becomes available, a follow up report will be sent. The patient's indications for use included complex reg pain syndrome type I and spinal pain.